Event description:
It was reported that the alarms are not crossing over to the patient monitors in the rooms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and they resolved the issue with by rebooting the surveillance with the help of in-house biomed. The customer resolved the issue themselves and did not provide any additional information. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.